Manufacturer narrative:
The company service representative examined the system and confirmed the reported event. The footswitch cable was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming footswitch cable. The customer reported that their footswitch had irrigation, aspiration and phaco issue. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a surgical procedure the system had irrigation, aspiration and phacoemulsification issues. The cassette was replaced with no help. The system was rebooted and still no improvement. The procedure was completed by the surgeon using the manual extracapsular cataract extraction method. There was no harm to the patient.